Event description:
The customer reported intermittent communication failed error messages. Per the fe this error resulted in a lock up of the system. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation the connections on control board were evaluation and reseated. The system was tested and found to be working as intended and returned to service.